Event description:
Information received indicates the head and foot section will not run up. When asked by technical support to put the bed in calibration mode, the hi/low function moved down unintentionally.

Manufacturer narrative:
Repairs to the bed have not been completed.